Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported the insulin pump has been alarming failed self test for three days. Customer does not recall blood glucose. Alarm did not occur during rewind or prime sequence. Customer was advised to perform rewind process and program a normal bolus in the air; amount did record in bolus history. Temp basal was not programmed before the alarm occurred. No further information reported.